Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the drainage catheter hub, which was noted to be completely broken, and the broken pieces were not noted in the provided photo. Therefore, the investigation is confirmed for the reported catheter connector complete fracture and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous ascites drainage catheter placement, the drainage catheter connector was allegedly fractured and broken into multiple parts. It was further reported that the liquid had allegedly leaked at the breakage point. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous ascites drainage catheter placement, the drainage catheter connector was allegedly fractured and broken into multiple parts. It was further reported that the liquid had allegedly leaked at the breakage point. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the drainage catheter hub, which was noted to be completely broken, and the broken pieces were not noted in the provided photo. Therefore, the investigation is confirmed for the reported catheter connector fracture, material separation and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an ultrasound guided percutaneous ascites drainage catheter placement. Post the procedure, the drainage catheter connector was allegedly fractured and broken into multiple parts. It was further reported that the liquid had allegedly leaked at the breakage point. Reportedly, the catheter was replaced. There was no reported patient injury.